Manufacturer narrative:
A service engineer evaluated the system onsite and review of the logfiles showed documentation of tube arcings. As a result, the high voltage tank (hvt) was exchanged, and the system was brought back into regular operation. The exchanged hvt was returned for further investigation. In the event a systematic or design issue is identified, a supplement report will be filed.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom force CT system. On (B)(6) 2023, during a scan of a 2-year-old infant, the exam was unexpectedly aborted. The infant received additional dose due to a necessary rescan. No negative health consequences were reported for the infant associated with the reported event. Therefore, this report is submitted with an abundance of caution as siemens considers infants as a vulnerable patient group.